Event description:
Customer reported to customer service that her pump and style breast pump had low suction and may have contributed to blocked ducts, a bruised areola and had to seek medical attention for an infected breast.

Manufacturer narrative:
Customer was sent smaller breast shields. The customer reported that she had to seek medical attention for an infected breast, possibly due to low suction from her pump in style breast pump. She stated that her doctor had given her antibiotics for treatment. Attempts to obtain more information regarding her issue has been unsuccessful. Should additional information resulting in new, changed, or corrected information, a follow up report will be filed at that time. Issues related to low/no suction for the pump in style breast pump were investigated under (B)(4). The investigation found that the cause was either undeterminable (no problem found when tested), but likely due to user error related to cleaning, assembly and troubleshooting, chipped/cracked valve (investigated under (B)(4) or a broken/damaged diaphragm resulting from general wear as the product was used beyond it's recommended usable life. Corrective action included an IFU revision to clarify cleaning, assembly and troubleshooting instructions. Complaints will be monitored for trends for consideration of future corrective action, if necessary.